Event description:
It was reported that the patient's generator was replaced prophylactically. Pre-operative diagnostics were okay. Battery status was at neos-yes (near end of service ) and so the generator would be providing the intended therapy. Product return is not expected per hospital policy. No further relevant information has been received to date.

Event description:
It was reported that the patient was having more frequent and severe seizures. His battery was at 0-8% remaining. (The generator provides intended stimulation until 0% remaining - end of service condition). No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.